Event description:
On (B)(6) 2014, it was reported that the pump alarmed multiple times for a loss of prime issue. The reporter was instructed to change the insulin cartridge with one from a different box and contact animas with any further issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.